Event description:
During a carotid stenting procedure, this pt suffered bradycardia during pre-dilation of the lesion. The pt also developed hypotension post-stent deployment. After the procedure, the pt developed aphasia and a repeat angiogram revealed thrombus in the stent. A post-procedure CT scan showed an acute infarct. The pt is a female who was enrolled in the study. The pt's medical history included hypertension, hyperlipidemia, atrial fib, peripheral vascular disease, right above the knee amputation after failed fem-pop bypass, left fem-pop bypass, right renal cell carcinoma with nephrectomy, and a hysterectomy. The pt had suffered a left hemispheric stroke and was found to have left internal carotid artery stenosis. The lesion was accessed by using a 0.035" stiff-angled glidewire. The physician does not document any difficulty in accessing the lesion. The pt's act was 206. The pt then received 3000 units of heparin and the act that followed was 236. The site was pre-dilated before stent placement with a 4x20 maverick rx balloon. The balloon was dilated to 8 atm for 4 seconds x 1. The physician denies any dissection. The pt did developed some bradycardia, which was treated with atropine. The physician estimated the lesion to be 15mm and treated it with a 30mm stent. The stent was easily deployed with good result. After stent placement there was residual stenosis of 10%. There was no disease proximal or distal to the stent. The stent was post-dilated with a 5.5 x 20mm balloon. The pt did develop hypotension that required opening of IV fluids and administration of dopamine. Once the dopamine was administered the pt developed nausea, and the blood pressure went up to 185/63. The pt was ultimately administered nitroglycerine and lopressor to bring down her heart rate and blood pressure.

Manufacturer narrative:
When preparing to transfer the pt to her hospital bed, she suddenly became aphasic. The pt's blood pressure had dropped, which originally was thought to be an issue of hypoperfusion due to a recent area of stroke. A repeat angiogram was performed and showed that there was clot in the carotid stent. An 8fr. Sheath was inserted and an 8fr, h1 guidecatheter was advanced into position into the mid to distal left common carotid artery with the use of a vtk catheter as a rail. Add'l heparin was administered. Another filter device was advanced across the stenosis and deployed and an 7fr. Export catheter was inserted. During advancement of the export catheter, it would not pass through the mid-portion of the stent. Therefore, dilation was performed with a 5.0 x 15 maverick balloon. The physician then attempted to advance a 6mm export catheter, with no success. At this point, it was noted that the filter basket was filled with debris and was obstructing flow. A multipurpose catheter was then advanced to aspirate the blood, but this could not be advanced past the stented segment. The filter was then retrieved and repeat angiography showed that flow looked good, but there was still a subtle defect in the mid to distal portion of the stent. A bmw wire was advanced across the lesion and a 6 x 20mm viatrac balloon was used for inflation. This was followed by a 5.5 x 20mm in the area beyond the distal edge of the stent into the native vessel. At this point, the angiographic result was excellent with no residual stenosis or evidence of thrombus. The pt still had significant neurological deficit at the end of the procedure. A post-procedure CT scan of the brain showed acute left posterior frontal and parietal infarct. Hemorrhage is not excluded. The product is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of three products involved with this event which is associated with mfg report #9616099-2008-01568, 1016427-2008-00178, 1016427-2008-00179.